Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure, the laser goes into standby mode on its own and there is not enough pressure during infusion.

Event description:
Additional information received indicated the reported event occurred during a vitrectomy procedure. The case was completed on the same day using an alternate system. There was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer declined servicing at this time. However, the customer did mention that the system was used without incident after the reported event .the system was manufactured on march 7, 2017. Based on qa assessment, the product met specifications at the time of release. With the lack of provided information, a root cause was not able to be determined conclusively. The manufacturer internal reference number is: (B)(4).